Event description:
On 4/6/2016 10:18 am est. Spoke with cm, (B)(6). Per (B)(6), she confirmed the patient's last treatment with this clinic was on (B)(6)2015 using a fresenius 2008k hd machine. The patient was admitted to (B)(6) hospital on (B)(6)2016 for dialysis-unrelated cardiac issues. The patient did receive dialysis treatment while admitted, but using a phoenix dialysis system (not fmc). He was discharged roughly 1 month after to a nursing home somewhere in (B)(6), per request of the patient's family. The patient expired 1 day later. Dates for hospital discharge and date of death are not known and would have to contact the hospital for this information. Clinic manager also noted that no outpatient dialysis treatment was given after hospital discharge. This patient's death was independent of any fmc related treatment or product. This file will not be reported, as the death occurred after being discharged from (B)(6) hospital, who uses a gambro manufactured product (phoenix hemodialysis system). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).